Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported an error 1162 on arm 3. The customer tried to emergency power off (epo) and power cycle a couple times, with no resolution. The customer tried to install a cannula and cycle the connection a few times with no change. The surgeon opted to disable arm 3 and was able to use the system in that current state. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed without any issues. There was not a delay to the procedure. There were no photos or video available for review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to error 1126. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) unit with this complaint and completed the device evaluation. Failure analysis (fa) confirmed/replicated the reported complaint. The unit did not trigger an 1162 error normal mode but failed the check cannula check . Fa also found some signs of fluid intrusion on the cannula mount's edges. Swapping a new axes controller spar cannula (acsc) printed circuit assembly (pca) did not trigger back the error. The unit was installed back on the original acsc pca, and the error returned. As a fix to the reported problem, the acsc pca will be replaced and cannula mount will be replaced as a preventive measure. A log review was performed when the customer called for troubleshooting assistance. Errors were identified, pointing to arm 3. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.